Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. The root cause of the event remains indeterminable, but may be related to patient conditions such as renal insufficiency. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in france through the retavi registry, a 75-year-old patient with nyha class IV symptoms and dyspnea who had previously received a 29 mm sapien xt valve in the aortic position, underwent a valve-in-valve transcatheter aortic valve replacement via transfemoral access, 7 years and 3 months after the initial implantation. The procedure was indicated due to severe hemodynamic structural valve deterioration (svd stage 3), characterized by stenosis with an aortic valve area of 0.4 cm2 and a mean transvalvular gradient of 60 mmhg, along with leaflet fibrosis/calcification. Valve thrombosis was either absent or not clinically significant. A 29 mm sapien 3 valve was implanted within the existing transcatheter heart valve.